Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump produced a double beep, no cassette attached alarm. The product problem was observed during testing.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was received to investigate the reported double beeping. The pump was received in good physical condition with a scratched screen. The event log showed no evidence of the reported event. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. The moment the device was powered up the device started double beeping. The issue was determined to be the downstream sensor. The sensor was replaced along with the scratched screen. No further actions.